Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 2 vials juvéderm ultra plus xc and later developed 3 abscesses. Hcp was looking into what are the protocols for treatment. Hcp has drained the abscesses and put the patient on augmentin. No further information provided.

Event description:
Healthcare professional (hcp) later reported they have drained the patient two times so far and the patient is wanting to come back again to have the abscesses drained again. Hcp would like to inject the patient with some hyaluronidase on the next visit.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5.